Manufacturer narrative:
There were no known complaints against the returned lead. Visual inspection of the lead found that only the terminal end of the lead was returned. Continuity was checked and no opens were found; setscrew engagement marks indicated that the lead was secured.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Patient weight is unknown

Event description:
Related manufacturer reference numbers: 1627487-2021-14975, 1627487-2021-15895. It was reported that the patient's ipg and leads were explanted on (B)(6) 2021 for an unknown reason.